Manufacturer narrative:
Additional information: b5, d10, h4, h6 (update codes), h11. B5: additional information received from the reporter that the quantity is one. Additionally, the event occurred during a vancomycin infusion while in the cath lab. The patient did not received the full dose of the antibiotic due to the leak. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The actual device is not visible in the provided picture, therefore, a device analysis could not be completed. Furthermore, the reported condition could not be confirmed nor refuted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.(additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets leaked from the first port (clearlink). The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.